Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had a skin reaction that consisted of redness, inflammation, and an abscess under the sensor pod site. The patient's parent took the child to the emegency room (ER) on (B)(6) 2022. Although requested, no details of the medical intervention were provided. No additional patient or event information is available.